Event description:
It was reported the patient's ipg and extension were explanted, due to infection. No symptoms or outcome were reported. Additional information has been requested.

Manufacturer narrative:
Device analysis was not complete as of the date of this report. A follow up report will be submitted when device analysis is complete.